Manufacturer narrative:
(B)(4). Date sent: 11/10/2025. D4: batch #unk. Corrected data: d1, d4 (catalog, lot number, UDI).

Manufacturer narrative:
(B)(4). Date sent: 11/18/2025. D4: batch #542d09. Updated data: d4 (expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45w reload loaded in the device. The reload was received fully fired. The manual override door was missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties and the device opened and closed as expected. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device opened and performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 542d09, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/04/2025 b3: only event year known: 2025 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the firing sequence started but not completed? If yes: 2. Did the device deliver any staples? 3. If yes, were the staples formed properly? 4. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 5. Were there staples missing from the staple line? 6. Did the device cut? 7. If yes, was the cut line complete? 8. If yes, was there any issue with the cut line 9. Was there any difficulty opening the device jaws? 10. If yes, what steps were taken to open the jaws. 11. If the jaws could not be opened, how was the device removed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device locked out and would not open. There were no patient consequences nor surgical delay reported. No additional information provided.